Event description:
Additional information received indicating the left ventricular lead was extracted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture and extra cardiac stimulation resulting in discomfort were noted on the left ventricular (lv) lead as a result of dislodgement of the lv lead. The lv lead was deactivated and the internal cardioversion device (ICD) system was replaced by a single chamber ICD system on the right side during an unrelated procedure to resolve the event. The patient was in stable condition.